Event description:
A patient reported experiencing inaccurate erratic results with a otu meter. The patient's blood glucose results were 105, 305 mg/dl. Tests were done with 11-20 minutes with a difference of 86%. Patient did not experience any adverse events. No further information has been reported.